Event description:
It was reported that there was a question as to what is the "tick" being sensed in the atrium. There were episodes showing a signal being oversensed in the atrial channel. The signal is very regular and marches throughout the episode; is never seen in the ventricle and all other functions appear normal from the monitor report. The atrial lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) the actual lead was not received for evaluation. We did receive performance data collected from the device and have analyzed the data. No anomalies were found.